Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #27 (type iii bone). Primary stability was achieved. The implant was removed on (B)(6) 2013. Another implant was successfully placed during the surgical procedure. Medical history: no significant findings.